Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer received a tube defect error and x-ray could not be performed. During troubleshooting, the fse identified an issue with the power supply. The fse replaced the point power supply. After replacement of point power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer received a tube defect error and x-ray could not be performed. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.